Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported during a lead implant procedure; no sensing was observed. A new lead was implanted. No patient consequences were reported.